Manufacturer narrative:
The complaint of ¿lead migration¿ due to fall was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, visual inspection of the returned lead found the stim end electrodes damaged and wires broken. The cause of the damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both leads. Reportedly, patient had a fall prior experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.